Manufacturer narrative:
Other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
Information received from a patient reported that their programmer would not work with the antenna attached. The patient reported that there was an error message displayed on the programmer that showed the implantable neurostimulator (ins) in the box. It was noted that the "ins in the box" screen occurred about 8 months prior to the date of this report. The patient stated that they were able to charge and has charged periodically as needed, but they just didn't need to use the programmer all the time. The patient was to follow up with their healthcare provider (hcp). It was recommended that the hcp have the screen cleared by the manufacturer representative, otherwise the screen would continue to appear. It was reviewed that they wouldn't send a replacement device until the error message was cleared by a manufacturer representative and to call back after it was cleared. The patient stated that they weren't pushing any buttons when they were charging and it was charging just fine. It was noted that the patient's charger was at their work office and they couldn't troubleshoot at the time of this report. No patient symptoms were reported. Indications for use are spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.